Event description:
It was reported that the right ventricular lead was replaced due to chronic high lead impedances. During the replacement procedure a 4076 lead was attempted implanted but not used as the physician believed the patient's tight access may have caused damage to the lead during implant a different lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.